Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd ultra-fine¿ pro pen needle, the device experienced inability to deliver insulin due to the difficulty when trying to operate the device. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: she tried 5 pieces of 105 and it was almost impossible to screw it on, but when it did work, none of the insulin came out.

Event description:
It was reported when using the bd ultra-fine¿ pro pen needle, the device experienced inability to deliver insulin due to the difficulty when trying to operate the device. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: she tried 5 pieces of 105 and it was almost impossible to screw it on, but when it did work, none of the insulin came out.

Manufacturer narrative:
H6: investigation summary. Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.